Event description:
In 2007, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In early 2008, the devices were explanted and discarded by the facility. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications. Additional devices: pxc141000. Additional devices: pxc201000, pxc201400.